Manufacturer narrative:
D9: device received on 10/29/2025. H3: the device was received for evaluation. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed, which confirmed the leakage to be at the internal bag seams. Root cause analysis is being addressed under a formal CAPA investigation. No additional investigation activities are pending at the complaint level.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that leak in cassette was noticed. There were 2 affected products. The product failed after it was filled with narcotic, during visual inspection. There was no patient involvement.